Event description:
A blood center in the us filed a complaint alleging that a false non-reactive cobas taqscreen mpx result was generated for one donor sample (B)(6) on (B)(6) 2013 when using the cobas taqscreen mpx test. The sample was tested in pools of 6 but was not tested individually in pools of 1. The donor was positive for (B)(6) serology (positive for both (B)(6) surface antigen and (B)(6) antibody). The donation was not released.

Manufacturer narrative:
The investigation into this issue is on-going. The conclusion from the investigation will be provided through a follow-up report. (B)(4).